Event description:
The customer reported that the system exhibited missing calibrations. Further info received from the field reported that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system and tested and found to be working as intended and returned to service.